Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the right ventricular lead was connected to the device a loss of capture, loss of sensing and low impedance measurements were noted. The lead was no longer used and replaced. The patient was discharged.